Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had pump error alarms on insulin pump. The customer also had high blood glucose of 19 mmol/l. Customer was unable to complete insulin pump rewind. Advised to perform a self test. Test was passed. The product was not returned for analysis.